Event description:
Healthcare professional reports via regulatory body patient presented "a sudden increase in breast volume straight, with tensioning of the skin sheath, without fever or locoregional inflammatory signs". The device has been explanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding device return, device photos has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports, via regulatory body. Patient presented, "a sudden increase in breast volume straight with tensioning of the skin sheath. Without fever or locoregional inflammatory signs". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required, since no manufacturing issue is observed.